Manufacturer narrative:
The file clip has a cable breakage/loose connection.

Event description:
In this event it was reported that a propex ii apex locator was giving incorrect measurements; no injury resulted.